Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone directional atherectomy catheter to treat a moderately calcified mid superficial femoral artery lesion. The artery had a 5mm diameter and was moderately tortuous. The lesion stenosis was 70%. The procedure used a 6 fr sheath and a 6 spider guidewire embolic protection. The vessel was not pre or post dilated. The device was prepped as per the IFU with no issues identified. The thumb switch of the hawkone would not move forward in certain presentation, the cutter blade was described as being out and attempting to be returned to the housing when the difficulties occurred. A second hawkone was used with no resistance encountered during advancement. During withdrawal severe resistance was encountered. Force was placed upon removal and the spider was kinked between tip exit port and sheath and was wrapped around the hawkone causing bunching between the rapid exchange wire exit port and the end of the sheath. The tip of the hawkone was entirely well within sheath and detached inside sheath. There was no component embolization. The damage was noted post procedure. No patient injury was reported